Event description:
It was reported that during implant the thresholds of the left ventricular (lv) lead rose. Under fluoroscopy, it was found that the lv lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.